Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error after an infusion set change. The customer stated that he rewound the insulin pump, and the device continued to alarm. He stated that he had been giving himself insulin through the fill tubing step, since it would not allow him to process. The blood glucose reading was between 140 and 190 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation and replacement of the insulin pump. The customer was advised against using the fill tubing step to treat and to visit a hospital. He declined, stating that he had a doctor's appointment scheduled for the following day and would revert to manual injections until he was able to replace the device. Nothing further reported.